Manufacturer narrative:
Additional information was received that the patients infection was located at the pocket and lead site. The patient was prescribed antibiotics. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection from the previous implant procedure. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74 serial #: (B)(4) description:avista MRI perc lead kit, 74 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection from the previous implant procedure. The patient underwent an explant procedure.